Event description:
The pt underwent an interventional procedure to the right coronary artery. The stick was in the profunda artery at the bifurcation. The cardiologist attempted arteriotomy closure with the closer tsl 6 fr. Device. Approximately ten days following the procedure the pt presented with a creamy discharge from the groin site. Pt was diagnosewd as having a pseudoaneurysm and subsequent infection. Pt rec'd IV antibiotics and was transferred to a med ctr where pt had undergone the original procedure. The pt was taken to surgery for surgical repair of the pseudoaneurysm which included a graft to the vessel. Pt continued antibiotics therapy and recovered.